Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h6: photo investigation: the product was not returned to medtech orthopaedics , however photos were provided for review. The photo investigation revealed that [314.050, scrdriver-hex-cann f/cannscr ø6.5+7.3] has been bent . The observed condition of the device was consist with a random component failure that may have been caused by exposure to unintended force. The provided evidence was not sufficient to confirm the reported event of unable to assemble/ disassemble. Functionality issues cannot be evaluated through a photo investigation. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the [scrdriver-hex-cann f/cannscr ø6.5+7.3 ] would contribute to the complained device issue. Based on the investigation findings, the scrdriver-hex-cann f/cannscr ø6.5+7.3 has bent because of cause trace to component failure , and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): part # 314.050 lot # 8038859 manufacturing site: werk hagendorf supplier : na release to warehouse date: 05 sep 2012 expiration date: na a manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information received states that this was a post operative event.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h3, h6: photo investigation: the product was not returned to medtech orthopaedics, however photos were provided for review. The photo investigation revealed that [314.050, scrdriver-hex-cann f/cannscr ø6.5+7.3] has been bent. The observed condition of the device was consist with a random component failure that may have been caused by exposure to unintended force. The provided evidence was not sufficient to confirm the reported event of unable to assemble/ disassemble. Functionality issues cannot be evaluated through a photo investigation. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the [scrdriver-hex-cann f/cannscr ø6.5+7.3 ] would contribute to the complained device issue. Based on the investigation findings, the scrdriver-hex-cann f/cannscr ø6.5+7.3 has bent because of cause trace to component failure , and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): part# 314.050, lot # 8038859, manufacturing site: werk hagendorf, supplier: na, release to warehouse date: 05 sep 2012, expiration date: na. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h3, h4, h6: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found that the tip of the scrdriver-hex-cann f/cannscr ø6.5+7.3 was deformed. It's reasonable to think that this condition caused the malfunction reported by the customer. Additionally, the device presents an overall worn appearance consistent with constant usage for over 12 years. The observed condition was identified as an end-of-life indicator, damage consistent with repeated use and servicing. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. A dimensional inspection was unable to be performed due to the post-manufacturing damage. A functional test was unable to be performed, since the mating device was not returned. However, the complaint allegation can be confirmed due to the damage observed on the device. The overall complaint was confirmed as the observed condition of the scrdriver-hex-cann f/cannscr ø6.5+7.3 would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): part: 314.050-us, lot: 8038859 release to warehouse date: 05 sep 2012, manufacturing site: werk hägendorf. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on may 15,2025 the screwdriver bent inside wire won¿t fit through. There was no patient involvement.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.